Event description:
It was reported that a call was placed to the hot line describing the following: the registered nurse (rn) stated that the rn on the previous shift said that the pump began to pump at 200 per minute. The rn told the clinical support specialist that the rn from the last shift was no longer at work, so no questions could be answered in reference to "what was going on at the time the event occurred." All the rn knew was that they did switch the pump out and it was sent to bio-med. The field service report states the following: checked operation. Pump triggering normally in ECG and ap. Replaced damaged helium washer. The pump was returned to service.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.